Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: heartrail 6f il4; other: opticross, guideliner. (B)(4) - re-insertion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The additional xience prime referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, non-tortuous, eccentric and 90% stenosed mid left anterior descending artery. After pre-dilatation and intravascular ultrasound was performed the 3.0x23mm xience prime stent delivery system (sds) was advanced to the target lesion; however, blood came into the syringe when air aspiration was performed in the patient anatomy. It was not confirmed whether the leak was in the shaft or the balloon area. The sds was changed to a 2.5x23 mm xience prime sds which was advanced to the lesion but it did not cross the lesion. The same sds was re-advanced to the lesion in combination with a guideliner; however, the stent delivery system stuck with the guideliner and was unable to be removed so the sds and the guideliner were removed from the anatomy together. The procedure was able to be completed with the advancement and deployment of a 2.25x23 mm xience prime sv stent without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.